Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament of the abbott diabetes care (adc) device remained in their arm. The customer did not experience symptoms and self treated by removing the needles using their hands. The customer reported not taking any medication during the event. There was no report of death or permanent impairment associated with this event.